Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded high out-of-range pacing impedance measurements on the right atrial (ra) channel. An alert occurred when the device was placed in MRI protection mode. Technical services (ts) reviewed the system configuration and determined that no ra lead was present in the system; therefore, the out-of-range impedance measurement was expected. The device could proceed with MRI protection mode as intended. No adverse patient effects were reported. This crt-p remains in service.

Manufacturer narrative:
Follow up report 1 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "no problem detected" was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. It can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded high out-of-range pacing impedance measurements. An alert occurred when the device was placed in MRI protection mode. Technical services (ts) reviewed the system configuration and determined that no ra lead was present in the system; therefore, the out-of-range impedance measurement was expected. The device could proceed with MRI protection mode as intended. No adverse patient effects were reported. This crt-p remains in service.